Event description:
The autopulse nxt platform (sn (B)(6) initially delivered chest compressions to the patient within 4-6 seconds before the nxt band failure. The nxt band (lot # unknown) ripped apart at the clip and was discarded. After the crew installed the new nxt band, the device contracted and released the band but did not deliver compressions. The device did not display a flashing yellow triangle alert. The crew switched to manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
The customer's complaint that the autopulse nxt platform (sn (B)(6) contracted and released the band but did not deliver compressions was confirmed based on an archive data review, but not confirmed during functional testing. The reported complaint was not reproduced during the testing, and the nxt platform functioned as intended. The archive data indicated fault 1210 (fault_motor_sensor_low_during_compress): motor current too low during compression hold, thus confirming the customer complaint. This fault indicates that no patient/weight (band open, not compressing) during take-up/sizing, or that the outer sheet material of the band is caught in the band guard. The autopulse nxt platform passed the functional testing without errors. Following the service, the autopulse nxt platform passed the run-in test without any faults or errors. The autopulse passed final testing without any faults or errors. For g4: PMA/510(k): premarket submission number not available/not released.